Manufacturer narrative:
Result: brake plate kit.

Event description:
It was reported by service report that the brakes were not holding well. No patient involvement or adverse consequences are reported.